Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On 2014-(B)(6), carealert for left ventricular (lv) tip to rv coil lead impedance measured greater than 3000 ohms. Alert on 2014-(B)(6) for rv defibrillation impedance measuring greater than 200 ohms. Tv defibrillation impedance measures greater than 200 ohms. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead possibly fractured.

Event description:
It was reported that there was high impedance with the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.